Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. The needle detached from the suture easily during use. It was not a control release needle. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Analysis summary: one empty opened foil and a needle product code j602h were returned to ethicon for analysis. As per the visual inspection of the needle, the swage and attachment area was noted to be as expected, and no suture remnant could be observed into the barrel hole. The suture was not received for evaluation to determine the assignable cause. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.